Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade IV and pain. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade IV, pain, and "lymph nodes are very swollen." Patient additionally reported "sjogren syndrome, raynaud's syndrome, scleroderma, rheumatoid arthritis, non-specific tissue disease, costochondritis, systemic sclerosis, irritable bowel syndrome, ger, chronic fatigue, migraines, joint and muscle pain, inflammation, persistent infections, heart palpitations, numbness and tingling coming from armpits to arm and fingers probably from the capsular contracture, interstitial lung disease, jaw pain, taste of metal in mouth, alot of recurrent bronchial issues, pneumonia and bronchitis, difficulty swallowing," "dry skin and dry eyes, dehydration, anxiety and depression, brain fog, memory loss, diagnosed with vertigo, discoloration of hands and feet (they get dark/purple lack of circulation), night sweats, leaky gut, food intolerance, hair loss, shortness of breath, tightness of chest, panic attacks, and broke out in rashes/hives around chest area, neck, and under armpits"; these events are not related to the device. Device remains implanted.